Event description:
Boston scientific crm received information that tachycardia therapy of this device was turned off in approximately (B)(6) 2008 due to inappropriate shocks caused by noise on the rate/sense portion of the patient's right ventricular lead. The patient declined a lead revision procedure at that time and the device has been programmed with tachycardia therapy off since that time. Additional information was received when the device strips and data disks were reviewed and therapy was noted to be exhausted in the device due to the inappropriate shocks. No adverse patient effects were reported.